Event description:
Consumer used product from new bottle for approx 3 weeks and then woke up and couldn't see out of left eye. They saw their optometrist who told them that they had perforations under each cornea. They were referred to a neuroophthalmologist who ruled out eye diseases. Consumer said they have stopped using the contacts (soft) and the solution approx 2 weeks ago and eyes are beginning to improve. They have worn soft contacts for years with no history of problems. They reported that they next used the opti free no rub disinfection formula many times in the past with no adverse reaction. Per phone conversation on 07/2002 with store's asst mgr no other complaints have been received on this product. Per phone conversation on 07/2002 with consumer affairs for alcon no other complaints at all have been received on the above-mentioned lot number.